Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was no arcing. The surgeon believes that the usage of the vio3 is the cause of the thermal damage on the instrument. It is unknown if there was any instrument collision with an energy instrument during the procedure. There is no patient injury or adverse event and there are no photos for review. Isi received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint regarding the tip was burnt was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the 8mm maryland bipolar forceps instrument's tip was burnt and melted. The procedure was completing as planned with no reported injury.